Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low thyroid stimulating hormone (tsh) results generated by the synchron lx I 725 instrument for multiple pts. Initial tsh results were in the range of 0.00ulu/ml - 0.01ulu/ml. Most of the results were reported out of the lab. Customer noticed a crack in the reagent pack allowing conjugate to leak out. The original samples were re-tested with the new reagent pack and results were in the range of 0.08ulu/ml - 3.76ulu/ml. Corrected reports were sent. No reports of death, injury, or change to pt treatment have been received in connection with this event.

Manufacturer narrative:
Qc is run daily and was within specs before and after the event. System checks performed in 2008 and about one week later passed specs. The samples are serum. Customer noticed there wasn't any reagent in the conjugate well of the reagent pack. Upon closer inspection, the customer noticed a crack in the conjugate well. Customer states they will send the reagent pack into bci to investigate, bci has not received the reagent pack to date. A field service engineer (fse) was not dispatched for this event. The instrument is running within specs with a new reagent pack in place. Even though the tsh results are unlikely to be the basis to initiate or withhold treatment. On recur; it may have been a reagent pack for a pivotal assay, such as accu tni. A false low result on accu tni may delay treatment. Erroneous results of a pivotal assay may contribute to serious injury to the pt. A defective reagent pack is the root cause of this event. A malfunction will be assumed for the purpose of this report.